Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified and 75% stenotic proximal right coronary artery. The physician advanced the 3.75x8mm quantum maverick balloon to the lesion and inflated it to 12atms for about ten seconds on the first inflation. Then the physician inflated the balloon to 16atms for about ten seconds on the second inflation, and it ruptured. There was no pt complications. The device was removed intact. The procedure was successfully completed with a different device and the deployment of a stent. Pt status is reported as "good".